Event description:
The patient reported experiencing blood glucose readings of over 500 mg/dl in 2007. She stated that she felt very thirsty and confused and was not able to lower her blood glucose after bolusing 3-4 units of insulin. She stated at 11pm she went to the emergency room and the nurse found an air bubble in the infusion tubing. She stated that they were able to prime the bubble out of the infusion tubing and she was not treated at the hospital. She stated that two days later, her blood glucose elevated to 400 mg/dl and she was able to lower her readings by bolusing through the infusion device. She also reported experiencing elevated blood glucose of 359 mg/dl two days later, and she bolused to lower her blood glucose. The patient's normal blood glucose range is 90-120 mg/dl. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.